Event description:
Per fax, no alarm. Per independent repair center statement units alarm will not function. The key failure was the power switch will not alarm. Additional malfunction; the p.m. Kit was dirty.